Event description:
A customer reported that a large portion of the "hundreds unit" in the display is missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.